Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿outside diameter is too large¿. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "instructions for use indications for use: for urological use only. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Caution: this product contains natural rubber latex which may cause allergic reactions. Warnings: on latex and red rubber catheters, do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to failure, and/or to injury, illness or death of the patient. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Adverse reactions: urinary tract infection, bleeding from the urethra, irritation of the urethra. Instructions for intermittent catheters: 1. Wash your hands thoroughly with soap and water. 2. Remove catheter from the pack. 3. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. 4. Gently insert rounded end of catheter into urethra. 5. When urine stops flowing, remove catheter from urethra. 6. Dispose of catheter in accordance with local rules and regulations. 7. Wash your hands. Caution: federal (u.s.a.) Laws restricts this device to sale by or on the order of a physician." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had experienced a hole in the prostate with the coude intermittent catheter. It was noted that the patient was on a foley catheter for a few months while healing. Additional information was obtained from the complainant via clinical follow-up phone call on (B)(6) 2021. The customer stated that the patient had a history of prostate issues and had prior prostate surgeries and procedures.  In (B)(6), after recovering from a prostate resection, the patient was started using the intermittent catheterization after an indwelling catheter was removed. On (B)(6), the patient had difficulty in inserting the intermittent catheter, attempted multiple times to insert it to drain the bladder, but was unsuccessful. The customer stated the patient did not want to go to the emergency department and though the patient continued to attempt the insertion and eventually will get it work. The patient stated the catheter was inserted forcefully and obtained a cup of urine and had bleeding. After two days of reattempts with little to no success, the customer sought the treatment at the urology clinic.  An indwelling foley catheter was placed and the patient had approximately 2 liters of urine drained. The customer stated that the patient informed the clinic that the prostate was traumatized, swollen and had a hole in it.  The indwelling catheter stayed in place for about 4 weeks.  The customer was currently using the intermittent catheters without issue.  The customer also stated that the patient has received the education on insertion technique and the length of time for the catheterization. The customer was advised to seek the treatment when it was unable to catheterize.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had experienced a hole in the prostate with the coude intermittent catheter. It was noted that the patient was on a foley catheter for a few months while healing. Additional information was obtained from the complainant via clinical follow-up phone call on 02feb2021. The customer stated that the patient had a history of prostate issues and had prior prostate surgeries and procedures.  In december, after recovering from a prostate resection, the patient was started using the intermittent catheterizations an indwelling catheter was removed. On december 25th, the patient had difficulty in inserting the intermittent catheter, attempted multiple times to insert it to drain the bladder, but was unsuccessful. The customer stated the patient did not want to go to the emergency department and though the patient continued to attempt the insertion, eventually to get it work. The patient stated the catheter was inserted forcefully obtained a cup of urine and had bleeding. After two days of reattempts with little to no success, the customer sought the treatment at the urology clinic.  An indwelling foley catheter was placed and the patient had approximately 2 liters of urine drained. The customer stated that the patient informed the clinic that the prostate was traumatized, swollen and had a hole in it.  The indwelling catheter stayed in place for about 4 weeks.  The customer was currently using the intermittent catheters without issue.  The customer also stated that the patient has received the education on insertion technique, and the length of time for the catheterization. When the treatment will be required during the catheter was unable to catheterize.